Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4). The sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The issue was due to user error. The user blocked the holes in the cap which prevented sterilant from entering the bi and contacting the spore disc. Covering the holes of the cap could allow spore growth in the media as seen by the positive result. A customer letter will be sent to educate the customer to follow the instructions for use which state "do not place tape or labels over the holes in the cap of the sterrad cyclesure 24 bi prior to processing.". An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU) was conducted with the customer.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 8 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. The customer discovered the label they were using on the bi was covering one of the two holes in the cap. There was no load affected as the cycle was run with a bi only. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.